Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) unit had manifold leak (pim leak) and safety disk issue. There was no patient involvement.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) unit had manifold leak and safety disk issue.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that before use, the cardiosave intra-aortic balloon pump (iabp) unit had manifold leak (pim leak) and safety disk issue. There was no patient involvement.

Manufacturer narrative:
The getinge fse (field service engineer) is awaiting parts for the intervention. No service order available. The unit is not returned to the customer and cleared for clinical use. Gfe was attempted to get additional details but no response received.